Event description:
The customer reported that the system would not save data. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard drive was replaced and the software was reloaded. The circuit boards were reseated and the power supplies were checked. The system was tested and operates as intended.